Event description:
Stretcher located at off site repair warehouse with note stating brake mode not working. No injury reported.

Manufacturer narrative:
Technician found stretcher located at off site repair warehouse with note stating brake mode not working. Found casters not locking in swivel. Brake function working properly but swivel not holding. Replaced all four lock casters to resolve this issue.